Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurement. This rv lead was explanted, replaced with different model and will not be returned. No additional adverse patient effects were reported.